Manufacturer narrative:
The reported complaint of leakage was confirmed on the returned set. During visual inspection, a bad insertion depth was observed between the polyvinyl chloride (pvc) tubing and the winged male luer. When the set was primed and pressure leak tested, a channel leak was observed between the pvc tubing of the drip chamber and the winged male luer. The tubing and the luer tubing pockets were microscopically examined, and it appears that the pvc tubing was not completely inserted into the winged male luer. The probable cause of the leakage had occurred due to the tubing not fully inserted into the winged male luer during the assembly process at ensenada. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a transpac IV monitoring kit, 84", disposable transducer, 3 ml squeeze flush device, macrodrip un-bonded where the customer reported that saline was dripping out of transducer port near squeeze mechanism. Additionally, the customer reported, that every time it was squeezed to flush, the fluid would just flow out of it. It was unknown whether or not there was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.